Event description:
It was reported the programmer is making grinding sounds when turned on. The programmer was returned for repair. It was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the fan was out of mechanical specification, causing the grinding sound. It was also noted that the electrocardiogram (ECG) connector was loose on the printed circuit board and an error was found in the error log.